Event description:
It was reported that the patient was doing a follow-up with concerns. One week after implant that was like heaven and then the patient fell apart and was right back to their old routine. The patient had the device for both urinary and fecal reasons because the hcp told them that in order for the insurance to pay for it they would have to do the whole regime of medicines. The patient got 50 percent improvement with their bladder and this had stayed the same but the bowel problems got worse a week after implant. The patient had a triple phase rectography and had 2 barium drinks that backed them up for 6 days and it was a catastrophe and this occurred 3 weeks after implant. When the patient went in for their follow-up with their hcp they were just at wits end and told them they didn¿t feel much difference and about all the pain they had been experiencing in their stomach and abdomen. The patient event had trouble doing an enema because it felt like an obstructions and ever since 2009 they had been saying that. The hcp ended up doing a rectal check and agreed there seemed to be somewhat of an obstruction and the patient had a barium test and a cat scan and there was nothing blocking and no problem. The patient was basically done with their hcp and the hcp told the patient to move on to the gi and deal with the irritable bowel syndrome (ibs). After seeing the hcp the patient had such terrible back pain they went in and the sciatic was taken care of and the whole sacrum and the patient hadn¿t felt this good in years. The patient had a lot of relief for the discomfort in their stomach and abdomen from the chiropractic adjustments and they did a lot of distraction and decompression with the sacrum. The back pain came right on after the implant and was very high in their spine and was radiating down and came through to the stomach and chest and affected their whole innards. The abdominal pain was doing on before implant and the patient always felt plugged up and felt like a tire tube filled up and ready to burst all the time. The patient put on 15 pounds in 4 years and 5 pounds this last year and felt terrible. The patient felt the chiropractic work had given them nerve relief. Last time the patient spoke to someone from the manufacturer they were having difficulty getting it back up and was turning it up and down and was instructed not to do that. The patient thought it was at 0.5 or 0.6 at the time and found where they could raise it at 0.9 but what happened when they went from 0.9 to 1 it triggered their sciatic nerve and they didn¿t feel anything. The patient was told they should be feeling something and didn¿t feel it and in order to feel something they had to increase and then started having sciatic problems. The patient had gone to a chiropractor and had gotten extreme relief and the gastrointestinal (gi) area and bowels had worked so much better so the patient was not sure if they event wanted to see at gi health care provider (hcp) at this point. The patient was comfortable with it at 0.9 but they didn¿t feel anything and they did not know if it was giving them any benefit. The last call the patient made was to the manufacturer representative and they were told not to call them off the clock and it had been probably 4 weeks since speaking to them. The patient asked their manufacturer representative about changing programs and they said no, ¿you¿re at the right one.¿ if the patient turned it up to 1.2 they were getting the feeling where they should be and the implant was ideally placed and where it should be. The patient¿s managing hcp referred the patient to the manufacturer regarding settings. The manufacturer representative¿s final word was that the patient should feel it lightly and get used to that but if they left it like that within minutes they got the sciatic problems in the upper leg and all the way down. It had been 2 months so the healing was pretty much done. It was further reported that the patient received assistance from their hcp or manufacturer representative and their concerns were resolved. It was later reported that the patient was still having concerns regarding their device. It was further reported that the patient needed to figure out what to do with their device as it had not been working for them. The patient questioned if there wasn¿t something wrong with it. The hcp always directed the patient to the manufacturer representative. The patient had the implantable neurostimulator (ins) off the first 2 weeks of (B)(6) 2015 because of serious sciatic problems they had ever since the surgery. After 2 weeks, the patient turned it back on and it had been off more than it had been on. It was problematic for the day after being off for 2 weeks and the ins had been of for 7 weeks. The patient was on medication for bowel regulation to take as needed. It was doing alright, but the patient didn¿t know if the medication was the problem with their vision. The patient was having vision problems. The patient turned the ins back on a few days ago and had to shut it off at night because they felt throbbing where the implant was. There was still this ¿little bubble¿ on the back of the patient¿s butt. They thought it was scar tissue for the first 2 weeks, but it felt like the wire and it had been there since the beginning. This morning the patient turned it on and they turned it up a whole lot more to see where they were feeling it. The patient was not feeling it as much in the crotch area at all and it was higher into the lower part of the buttocks. The patient had stimulation in the wrong location and didn¿t know if it had slipped or what, but they were ready to have it pulled out. The manufacturer representative was at their wits end and had nothing more to tell the patient. The manufacturer representative told the patient they were on the right program and it was the stimulation aggravating the sciatic. The patient saw a massage therapist earlier in the week that provided a lot of relief. When the stimulation was off, the sciatic pain let up, but it did not go away because it had already been irritated. Since implant the patient had so many problems with their legs, they were getting weaker, and the patient limped almost constantly. The way it was now, the patient was going to shut it off again and if it was going to be off, it might as well be out. If the patient walked 1.5 blocks they started feeling sore back there. The patient had a loss of therapeutic effect and a loss of bowel control. The ins had helped a little with the bladder, but it did nothing for their bowels. The patient had been bladder incontinent since childhood and the bowel issue was something else. The patient had a previous sphincter repair. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0lngx, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0lngx, implanted: (B)(6) 2014, product type lead. (B)(4).